Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, lot# unknown, product type unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was a problem with the belt clip, and the main device was not working. There were no symptoms or complications reported as a result of this event. The indication for use was urinary dysfunction/sacral nerve stimulation.